Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) b3: event date is month and year valid h3: analysis found no anomalies were visually observed. Replaced cable assembly with bent connector pin at the end of cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was patient and rep reported the recharger was not charging from the desktop charger, starting about 2 weeks ago. Rep said when they plug in desktop charger the green light is on the cord, but the recharger charging screen does not come on. Patient also said the connection between desktop charger and recharger used to feel tight, but now was loose. Agent asked, rep said connector pin wasn't loose but might have been a tiny bit bent. Rep checked recharger port and said the piece inside was in the middle and maybe a little closer to the side opposite the white arrow instead of closer to the side with the white arrow. The issue was not resolved through troubleshooting. An email was sent to the repair department to transition the patient from recharger to wireless recharger. Agent called rep back to ask belt size. During the call, rep said patient said they called a couple weeks ago and was told to contact their doctor, and the doctor contacted a rep. Agent did not find any previous record of patient calling ps. Agent reviewed wireless recharger transition process with rep. Rep called back to report the recharging belt was not included in the wireless recharging kit (needs recharging belt x-large). Rep would prefer the belt be sent to pt's address, as they are going to meet with and train pt later today, but wasn't able to confirm a shipping address; rep will call back later today when they are with pt to confirm. Rep. Called and confirmed address on file for shipping of belt.